Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant and experienced generalized illness symptoms including inflammation, positive ana, abnormal blood tests, shortness of breath, dry eyes, and difficulty swallowing post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 1, 2022, mentor received additional information. The patient experienced generalized illness symptoms including inflammation, positive ana, abnormal blood tests, shortness of breath, dry eyes, difficulty swallowing, dry mouth, dry nose, dry throat, constant throat clearing, loud swallowing, brain fog, fatigue, muscle weakness, joint pain, and tachycardia post-operatively. Manufacturer¿s reference number: (B)(4).